Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the polarsheath was visibly inspected, no issues were identified. Functional testing was performed, a polarx catheter was inserted through the polarsheath without any issues, and no unusual resistance was noted. This polarsheath was dimensionally measured, and found the inner diameter passed the specification test. With all available information, the reported events could not be confirmed as the reported issue was not able to be reproduced, and the device presented with no issues.

Event description:
It was reported that the sheath could not be irrigated. During an ablation procedure, a polarsheath steerable sheath was selected for use. With the polarxfit catheter in the space, it was not possible to irrigate the sheath. The infusion pump showed the pressure was too high. The infusion pump and flush lines were checked, and no issues were identified. The procedure was completed successfully with the original device, without flushing. There were no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the shetah could not be irrigated. During an ablation procedure, a polarsheath steerable sheath was selected for use. With the polarxfit catheter in the space, it was not possible to irrigate the sheath. The infusion pump showed the pressure was too high. The infusion pump and flush lines were checked, and no issues were identified. The procedure was completed successfully with the original device, without flushing. There were no patient complications. The device is expected to be returned for analysis.